Manufacturer narrative:
The medical center discarded all product at explant. No benchtop analysis and testing to root cause is possible. The jpvad registry furnished no further clinical details. The failure mode will be monitored and trended. Should the medical team in japan furnish more details that lead to root cause, a final report will follow.

Event description:
The medical team in japan had an impella cp support that was successful for 9 days when it was weaned and explanted in (B)(6) 2022. Later in (B)(6) 2022 the jpvad registry noted an unrelated death due to sepsis and limb ischemia. The ischemia was thought to be due to clot embolization from the impella at explant. The limb was treated by thrombectomy.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information was provided in sections b2, b5, d6, h1, and h6.

Event description:
Additional information noted that, the patient had access site bleeding requiring blood transfusion, thrombocytopenia, renal failure and ventricular tachycardia during support. The procedure outcome was that patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.